Event description:
It was reported that when the patient presented in the emergency room after receiving high voltage therapy the device was noted to have exceeded the charge time limit. The patient did not report any additional symptoms. In-clinic capacitor maintenance yielded a normal charge time and the physician elected to continue to monitor the patient. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.